Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of peritonitis with culture positive for pseudomonas aeruginosa and break in aseptic technique in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unreported date in 2010, the patient experienced a break in aseptic technique. In 2010, the patient experienced bacterial peritonitis. It was not reported if the patient was hospitalized or if treatment was rendered. The nurse reported that the root cause of the bacterial peritonitis was a break in aseptic technique. It was not reported whether the patient was retrained in aseptic technique. On an unreported date in 2010, the patient recovered from the event of peritonitis with culture positive for pseudomonas aeruginosa. It was not reported whether dianeal pd2 ultrabag therapy was ongoing.